Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. Additionally, data was received from the patient. A review of the downloaded data log found errors related to the customer complalint. The reported event of a loss of connection was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient's receiver and smart device lost connection with the transmitter. Dexcom representative advised the patient to reset the receiver and confirmed on the receiver that the transmitter ID was entered correctly; the receiver and transmitter did not pair. Dexcom representative then advised the patient on the smart device to turn off/on the bluetooth, shut down all applications, then close and re-open the dexcom application; the smart device and transmitter did not pair. No additional patient or event information is available.